Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The organism was identified as candida fungemia. It was further reported that blood cultures taken grew candida parapsilosis. The patient was treated with medications for three months and then had their implantable pulse generator (ipg) system removed. The source of the infection is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.